Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device. The reported system fault 180 was confirmed through review of the device data logs. The investigation determined that the device fault was due to a component within the main circuit board (pcb). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault (sf 180) indicating a battery charger fault occurred. There was no patient injury reported as a result of this incident.